Event description:
Patient had infusion of taxotere nearly complete when a leak from IV tubing was discovered. Tubing was well connected but wet area noted under pt's arm. IV tubing used was baxter non-vented paclitaxel set. IV infusion was stopped with appropriate pt care and cleanup. Pt was not harmed.